Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s cervical spine was scanned accidentally, when the device was head scan only. The patient felt stimulation ¿down there¿ in the bladder during the scan. That location was not usually where the patient felt stimulation. After the scan the patient was doing fine and the stimulation in the undesired location was not there anymore. The change was considered sudden. This occurred on the day of the report on (B)(6) 2016. Risks associated with MRI scans done in a location other than the head were reviewed. The hcp wanted to know what to do after the accidental scan had been done. It was suggested that the patient follow up with their managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.